Event description:
Additional information received from the patient reported that their ins gets hot when they recharge and the therapy was not working as expected. They also mentioned their neuropathy was going up their ankles and calves and their fingers have started to tingle. The patient provided a date of (B)(6) 2016 for the previously reported gall bladder surgery. Follow up information received from the manufacturer's representative reported that they met with the patient on (B)(6) 2016. A ins system analysis was performed and electrode function and impedance testing that showed values within normal range. No problems with the ins system could be identified. The patient did complain of tenderness at the pocket site and pain in the pocket that is exacerbated when palpated but was unrelated to the ins system being on or off. It was noted that the patient felt stimulation in all areas of their pain but that it only alleviated it by 30%. Reprogramming of the device was performed and a high density (hd) group was added to help address the patient's pain. The patient stated that they were going to keep going with the ins implanted and wanted to continue with the therapy. The patient was happy with the therapy and the end of the meeting. If additional information is received, a follow up report will be sent.

Event description:
Information received from the patient reported they still had pain at the implantable neurostimulator (ins) site and where the leads were which had been like that since implant. If he leaned back he felt the pain of the leads, and because of where he wore the charging belt and how snug he wore it was still painful where the ins was. The patient was wondering how long it would take for his pain to go away. Additional information received on (B)(4) 2016 from the patient reported that have had no relief since implant of their ins and had back pain. The pain was at the implant site and the site of their bulging disk. The patient had the ins implanted for neuropathy of the feet but their doctor hoped the device would help with back pain (¿they would try to kill two birds with one stone to help back pain¿). The back pain was affecting their left leg. It was noted that the patient now had 2 sides of their back that were hurting: one where the ins was and the other side where the bulging disk was. The patient stated that the only thing the ins had helped with was in lowering their medication (such as gabapentin). They were still on oxycodone and still had neuropathy of the feet. They stated that they still had pain after implant and that they never should have had ¿it done¿. The patient stated that the results of an MRI by a different doctor at the same clinic that they had a bulging disk and was told that before implant of the device. The patient felt that their medical condition was not presented properly by the doctor before implant of the device. The patient noted that most of their pain was from the bulging disk. It was also reported that their ins and adaptive stimulation (as) were not working. The patient stated that someone had helped them in (B)(6) 2016 (¿great and helped troubleshoot¿) but it was still not working correctly. In addition, the patient noted that the ins was not holding a charge and that they had to put the recharger belt so tight that it pushes the ins against the skin. Their skin got warm when recharging. Specifically, the patient reported that in the past couple of weeks, the ins starts to feel warm, burn, hurting, after recharging. It was noted that the recharger was holding a charge and was able to get all coupling boxes. The patient was going to set up another appointment with their healthcare professional (hcp). There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that their ins was ¿bugging¿ them. The noted that when they slept it was "digging in my back and it hurts" and when they slept on one side the ins would start to hurt. They would wake up form that and the turn over and then the ¿probes¿ (leads) too would start to hurt. The patient would wake up from that and turn over. The patient went out on (B)(6) 2016 to the golfing range and hit some balls. Yesterday they were fine but today they could barely walk and could not bend down. They had taken opiates. The patient noted that they manufacturer¿s representative did not stay around at the last appointment to adjust the ins. In addition, the patient reported that sometimes they would forget to charge the ins and it would ¿die¿ but would not notice a difference (¿what¿s the use to have the ins¿). The patient had 2 surgeries for the ins (trial and permanent implant) and had gallbladder surgery. They further stated when he had their gallbladder surgery the location he had it done at said that they take out about 50% of the ins they implanted as it just doesn't work for some people. The patient stated that if they felt like they did when they got the ins during the trial they would not have had the implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.